Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call indicating that the insulin pump had a reservoir leak. Customer's blood glucose was 300 mg/dl. The customer stated that the leak occurred in the reservoir chamber. Customer was advised to return reservoir and transfer guard for analysis. The customer was advised that the reservoir s would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.